Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call unexpected restart alarm. Customer replaced the battery on the insulin pump and the alarm still occurs. Troubleshooting for the unexpected restart alarm was performed. Customer was explained that the unexpected restart alarm occurred after the new battery was inserted. Customer was advised to monitor the insulin pump and call back if issue recurs. Customer declined to troubleshoot the device for weak battery.